Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. The device deployed in a "cobra" shape and the physician re-sheathed the device and deployed it again, but the "cobra" shape remained. The device was never released from the cable and the procedure was stopped. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. The device deployed in a "cobra" shape and the physician re-sheathed the device and deployed it again, but the "cobra" shape remained. The device was never released from the cable and the procedure was stopped. No patient consequences were reported.